Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device was returned, material rupture and deformation were confirmed. Based upon the available information, a definitive root cause is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7588 pta balloon dilatation catheter allegedly experienced material rupture and deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.